Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced chronic infections at abutment site; subsequently the patient was treated with topical antibiotics and placed under general anaesthesia to remove abutment on (B)(6) 2017.